Event description:
Consumer mailed in a letter to complain: "I am sending this letter to request a refund. Box says it can last up to 6 months but mine barely lasted a week and a half. I had followed the instructions perfectly and it was working fine until the top part lightly tore off at the sides and eventually entirely tore off.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.